Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that nothing comes out of a pen needle autoshield duo 30g x 5mm ce. The following information was provided by the initial reporter,"customer informed that around 5-6 cannulas are useless because ¿nothing comes out¿, the customer asked whether some replacement for the cannulas which could not be used could be made."